Manufacturer narrative:
Insulin pump was received with no audio tone/beep during self-test due to faulty interface board. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No cosmetic damage noted.

Event description:
The customer reported via phone call that she had the insulin pump replaced around a month ago but now it stopped making beeping noises. The insulin pump would vibrate and not beep. The self-test failed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.